Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer obtained a result of 124 mg/dl on the aviva system compared back to back with a result of 268 mg/dl on a professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the customer does not have any more strips, so no product will be returned for evaluation.